Event description:
It was reported that high lead impedance was observed on the patient's vns upon routine follow-up on system diagnostic testing. The patient reports no trauma to the vns area. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem; this information was inadvertently left off on mfg. Report #1. Corrected data: this information was inadvertently left off on mfg. Report #1.

Event description:
It was reported that the explanting facility historically discards of all explanted products. Therefore product return is not expected.

Event description:
It was reported that patient had their generator and lead both explanted. The products have not been received by the manufacturer to date.